Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pain/on and off severe pelvis pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (4live births on ((B)(6) 1998, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2010)), seasonal allergy and dermatitis. Patient had no tobacco and alcohol use. . Concurrent conditions included rash, dizziness, nausea, dysmenorrhea, itching, keratosis pilaris, eczema nummular, ovarian fibroma, anesthesia, ovarian cyst, nephrolithiasis and papillary necrosis renal. Family history included eczema (daughter, aunt grandfather, mother and cousins)), diabetes mellitus (grand mother), hypertension (grand mother), bone cancer (brother) and breast cancer (great aunt). Concomitant products included amitriptyline since 2013, bisacodyl, docusate, meloxicam, meloxicam (mobic), naproxen since 2011, ondansetron (zofran), pantoprazole, propranolol since 2013, topiramate and tramadol hydrochloride (ultram). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and bacterial vaginosis ("bacterial vaginosis"). In 2012, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced back pain ("severe often lower back pain/ sharp lower back pain"). The patient was treated with metronidazole, fluconazole, clindamycin and surgery (salpingectomy bilateral removal fallopian tubes.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving and the genital haemorrhage, abdominal pain lower, alopecia, urinary tract infection, urinary tract disorder, nausea, dysmenorrhoea, bladder disorder and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, genital haemorrhage, nausea, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . On (B)(6) 2012, pelvic ultrasound result was normal with essure placement. On (B)(6) 2013, hcg qual result was negative. On (B)(6) 2013, surgical pathological report result was gross description: fallopian tube #1 measures 3.4 cm in length and 0.7 cm in diameter. There are attached fimbriae. The fallopian tube is patent to be surgical margin. There was no margin of cyst. Fallopian tube #2 measures 6.9 cm in length and 0.8 cm in diameter, and has fimbrae at the distal end. The fallopian tube is patent. There are no masses or cysts noted on the gross exam. Three fragments, there is an essure coil that is found in the container that measures 3.0 cm in length and 0.2 cm in diameter for gross description only. Received in formalin condition, right and left tubes with essures, and consist of two unoriented fallopian tube specimens, the fallopian tubes are further designated as #1 and #2 diagnosis: fallopian tubes, no significant pathologic alteration, paratubal cyst, mullerian type. Essure devices, gross diagnosis only. On (B)(6) 2013, patient had performed relevant and diagnostics tests for hcg qual result was negative most recent follow-up information incorporated above includes: on 7-feb-2018: pfs &mr received. New reporter, patient demographic information, lab data, patient relevant information, concurrent condition, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and start stop date, concomitant product and new event infection (bladder/ urinary tract/vaginal),bladder or urinary problems or changes, dysmenorrhea (cramping), uti/bacterial vaginosis were added.the events pain, on and off severe pelvis pain clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain/on and off severe pelvis pain/pain') and genital haemorrhage ('heavy and irregular bleeding') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (4live births on ((B)(6) 1998, (B)(6) 2001, (B)(6) 2006 and (B)(6) 2010)), seasonal allergy and dermatitis. Patient had no tobacco and alcohol use. On (B)(6) 2013, surgical pathological report result was gross description: fallopian tube #1 measures 3.4 cm in length and 0.7 cm in diameter. There are attached fimbriae. The fallopian tube is patent to be surgical margin. There was no margin of cyst. Fallopian tube #2 measures 6.9 cm in length and 0.8 cm in diameter, and has fimbrae at the distal end. The fallopian tube is patent. There are no masses or cysts noted on the gross exam. Three fragments, there is an essure coil that is found in the container that measures 3.0 cm in length and 0.2 cm in diameter for gross description only. Received in formalin condition, right and left tubes with essures, and consist of two unoriented fallopian tube specimens, the fallopian tubes are further designated as #1 and #2 diagnosis: fallopian tubes, no significant pathologic alteration, paratubal cyst, mullerian type. Essure devices, gross diagnosis only. Concurrent conditions included rash trunk, dizziness, nausea, dysmenorrhea, itchy legs, keratosis pilaris, eczema nummular, ovarian fibroma, anesthesia, ovarian cyst, nephrolithiasis and papillary necrosis renal. Family history included eczema (daughter, aunt grandfather, mother and cousins)), diabetes mellitus (grand mother), hypertension (grand mother), bone cancer (brother) and breast cancer (great aunt). Concomitant products included amitriptyline since 2013, bisacodyl, docusate, meloxicam, meloxicam (mobic), naproxen since 2011, ondansetron (zofran), opioids, pantoprazole, propranolol since 2013 and topiramate. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tractvaginal): type: uti"), nausea ("nausea/nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and bacterial vaginosis ("bacterial vaginosis/infection (bladder/urinary tractvaginal): type bacterial vaginosis"). In 2012, the patient experienced urinary tract disorder ("urinary problems or changes/bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced back pain ("severe often lower back pain/ sharp lower back pain"). The patient was treated with clindamycin, fluconazole, ibuprofen, metronidazole and surgery (salpingectomy bilateral removal fallopian tubes.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving and the genital haemorrhage, abdominal pain lower, alopecia, urinary tract infection, urinary tract disorder, nausea, dysmenorrhoea, bladder disorder and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, genital haemorrhage, nausea, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion the inserts were in the correct location and confirmed the tubes are blocked. Most recent follow-up information incorporated above includes: on 26-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2013, a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.